Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose above 250 mg/dl while wearing the pod for less than an hour. The patient experienced pain and bleeding from the infusion site (leg), upon removal the pod's cannula was found bent. No treatment was provided.